Event description:
A hemodialysis inpatient user facility reported that as soon as blood flow went through the machine, the alarm sounded. They did test the machine with a test strip which proved to be positive. The dialyzer was removed and machine was replaced immediately. The machine did alarm appropriately. There was no change in patient status and no medical intervention required as a result of this issue. The patient completed treatment using another device. There was 100ccs of blood lost. It has been indicated that a sample is available for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.